Manufacturer narrative:
Additional information b 5 description was updated due to additional information received from the customer h 3 evaluation summary the device history record (DHR) was reviewed and it indicated that the product was released accomplishing all quality requirement. The actual complaint sample was returned for reviewing without its package. The sample was evaluated by using the pumping test. The result found the silicon tube had been damaged causing the silicone tube to leak. The reported condition is confirmed. The manufacturing process was reviewed, and it was noticed from the simulation results that air may become trapped during manufacturing, creating air bubbles. The process router instructions were updated, and tooling modification and validation was done. 100% incoming inspections will be done. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported leaking coming from a crack in the tubing. There was no patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leakage. The exact point of leakage was unknown. There was no patient injury.